Event description:
It was reported that the old right ventricular (rv) lead had issues and was changed out. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).